Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar cautery instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have cracked tube adapter. The hairline crack measures approximately 5.61 mm in length. The in-house tip accessory was not able to install due to the crack at the overmolded adapter. The housing was removed and found no damage. The inputs were manually articulated and passed. Additional observation related to the customer complaint. The electrical contact was found to be broken. A visual inspection of the electrical contact for damage such as cracks, indentations, or missing material was performed and failed due to damage on one of the four electrical contact tabs. The damaged appeared to have detached fragments. The electrical contact was confirmed to have detached fragments. A visual inspection of the electrical contact for damage such as cracks, indentations, or missing material was performed and failed due to detached fragments on one of the four electrical contact tabs. The one long electrical contact tab was confirmed to be the detached fragment. The damage is approximately 1.20 mm in length. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of single port monopolar cautery instrument was found to be cracked. The procedure was completed with no reported injury.